Event description:
It was reported that the patient has expired after an implant duration of approximately 2.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information ); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The user received questionable high calcium results for seven patient samples from the integra 400, serial number (B)(4). The user removed the reagent cassette, loaded a new reagent cassette, calibrated and ran quality control. The patient samples were then repeated. All results are in mg/dl. Patient sample 1 initial result was 11.2 with a data flag, repeat result was 9.9. Patient sample 2 from a (B)(6) female patient, born on (B)(6), initial result was 11.8 with a data flag, repeat result was 10.2. Patient sample 3 from a (B)(6) male patient, born on (B)(6), initial result was 12.4 with a data flag, repeat result was 9.9. Patient sample 4 from a (B)(6) female patient, born on (B)(6), initial result was 11.0 with a data flag, repeat result was 10.1. Patient sample 5 from a (B)(6) female patient, born on (B)(6), initial result was 11.7 with a data flag, repeat result was 9.3. Patient sample 6 from a (B)(6) male patient, born on (B)(6), initial result was 12.5 with a data flag, repeat result was 9.5. Patient sample 7 from a (B)(6) female patient, born on (B)(6), initial result was 13.1 with a data flag, repeat result was 9.7. The initial results were reported outside the laboratory and the reports were corrected within a few hours. The user stated she was sure the patients were not affected because the physicians would not have had time to review the reports and change treatment before the corrected reports were issued. The user stated only one physician signed off on the initial report and had not taken any action before the corrected report was available. The calcium reagent lot number was 62601901. The field service representative determined there was a bad consumable reagent pack and replaced the reagent pack. To verify the analyzer operation, the user ran calibration, quality control and precision testing with results within specifications.